Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
On (B)(6) 2023, gloria (B)(6), employee of intuvie, received a call from a paramedic in the state of arkansas who was taking a patient who had one of our pumps on to the hospital. The patient had just had the pump placed today yet the IV bag was completely empty. Over delivery is suspected and the patient will be taken to the hospital to be evaluated. The paramedic would not give any patient information and only gave the serial number of the pump. No further details provided. Infusion took place at home. Patient involved. Unable to determine if patient was harmed or the outcome. Status of pump unknown at this time. The hospital could have it or they could have removed it and sent it home with the patient.